Manufacturer narrative:
Date of event: used the first day of the month of aware date, as event date was not provided.

Event description:
It was reported that guidewire tip detachment occurred and surgical extraction was needed. The target lesion was located in the distal posterior tibia vessel. A 300cm j-tip pt guidewire was used; however, after the wire was manipulated down the prolapsed superficial femoral artery, the tip of the guidewire broke. The wire was not able to be retrieved and the patient went to surgery for the extraction.